Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. Patient height: (B)(6) inches. (B)(4).

Event description:
The end user reported he developed a rash on his skin under the tape collar of the skin barrier. The end user was given a prescription for an antifungal (nystatin) powder to apply to the rash. In addition, the end user has removed the tape collar from the skin barriers. The rash has resolved. No further patient complications were reported as a result of this event.